Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years post filter deployment, allegedly due to severe abdominal pain an attempt to retrieve the filter was made. However no information was provided if the filter was retrieved. A detached filter limb was embolized in the right renal vein, and another filter limb extending in an upward position. Approximately seven months following the filter retrieval attempt; two detached limbs were identified in the right ventricle. There was no report if the filter or detached limbs were retrieved. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient presented with intracranial hemorrhage and was at risk for recurrent thrombophlebitis and embolism; therefore, a vena cava filter was indicated. Access was gained into the right femoral vein percutaneously and a venacavagram demonstrated the course, caliber and contour of the ivc to be within normal limits. The confluence of the iliac veins and the origins of the renal veins were identified. The ivc measured less than 2.0 cm in diameter. There was no ivc thrombus, stenosis or further contour abnormalities. The filter was deployed below the renal veins and a final contrast study demonstrated excellent positioning of the filter in the ivc. Hemostasis was achieved at the puncture site with digital pressure and a small dressing. Approximately four years eight months post filter deployment, a CT scan performed for abdominal pain demonstrated an infrarenal filter with two detached limbs. One filter limb was seen in the right renal vein, that the physician felt could be the source of the patient's pain. The other filter limb was seen adjacent to the superior aspect of the filter. No distention or surrounding inflammatory changes were seen involving the right renal vein. Thirteen days later, a review of a previous kub and CT scan demonstrated at least one filter limb facing the wrong way and one filter limb completely detached off lying in the renal vein. The physician recommended removal of the filter. Eight days later, a filter retrieval procedure was performed. The right internal jugular vein was accessed using a micropuncture technique and a guidewire was advanced into the ivc. The tract was dilated and the removal sheath was inserted down to the ivc. A venacavagram demonstrated no evidence of thrombus within the filter. A snare grasped the filter hook and the filter was retracted into the sheath without difficulty and removed. Completion venacavagram demonstrated no evidence of perforation or abnormality at the ivc. The sheath was pulled back where the right renal vein could be visualized and a 5 mm snare with angled glide catheter was navigated down into the distal renal vein and removed the detached limb without difficulty. The sheath was removed and the access site was closed with a stitch and pressure was applied. The patient was taken to day surgery in stable condition. Eighteen days post filter retrieval, the patient presented for a follow-up appointment. The patient's pain had improved; however, there appeared to be two filter limbs that did not come out with the filter. The patient was asymptomatic; therefore, the physician did not recommend any further treatment. Approximately five and a half months post filter retrieval, a CT scan demonstrated two metallic struts from an ivc filter localized to the medial/septal wall of the right ventricle. Approximately six months post filter retrieval, an echocardiogram demonstrated a linear hyperechoic structure measuring 2.8 cm in the ventricular septum on the right ventricular side. Approximately ten months post filter retrieval, an echocardiogram demonstrated the linear structure unchanged in position. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a filter was implanted successfully in good position below the renal veins. Approximately four years and eight months post deployment, a CT scan allegedly demonstrated two detached limbs. One limb was found in the right renal vein and the second limb was adjacent to the superior aspect of the filter. No distention or surrounding inflammatory changes to the right renal vein were identified. Approximately three weeks later, a retrieval procedure was performed. The filter and detached limb in the right renal vein were retrieved successfully. Completion venogram demonstrated no evidence of perforation or abnormality at the ivc. Allegedly two detached limbs remained in the patient. The physician did not recommend any further treatment during a follow-up appointment as the patient was reportedly asymptomatic after the filter and detached limb in the renal vein were removed. Approximately five and a half months after filter retrieval, a CT scan allegedly demonstrated two metallic struts from the ivc filter in the right ventricle. Approximately six moths after retrieval, an echocardiogram demonstrated a linear hyperechoic structure in the ventricular septum on the right ventricular side. A follow-up echocardiogram four months later demonstrated the linear structure unchanged in position. Based on the medical record review, limb detachment can be confirmed. The investigation is unconfirmed for material deformation as the filter limb extending in an upward position was detached, not deformed. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years post filter deployment, allegedly due to severe abdominal pain an attempt to retrieve the filter was made. However no information was provided if the filter was retrieved. A detached filter limb was embolized in the right renal vein, and another filter limb extending in an upward position. Approximately seven months following the filter retrieval attempt; two detached limbs were identified in the right ventricle. There was no report if the filter or detached limbs were retrieved. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately four years eight months post prophylactic vena cava filter deployment, diagnostic imaging performed for abdominal pain demonstrated a detached filter limb in the right renal vein and possibly a second detached filter limb adjacent to the filter. Approximately one month later, a filter retrieval procedure was performed. The filter and detached limb in the right renal vein were successfully retrieved with a snare. A completion venacavagram demonstrated no evidence of perforation or abnormality at the ivc. The patient was taken to recovery in stable condition. During a follow-up appointment, the patient's pain had improved; however, there appeared to be two filter limbs that did not come out with the filter. The patient was asymptomatic; therefore, the physician did not recommend any further treatment. Approximately six months post filter retrieval, diagnostic imaging demonstrated a linear structure along the wall of the right ventricle. Approximately ten months post filter retrieval, the linear structure was seen unchanged in position. No additional information was provided in the medical records received.

Event description:
It was reported that approximately five years post filter deployment, allegedly due to severe abdominal pain an attempt to retrieve the filter was made. However no information was provided if the filter was retrieved. A detached filter limb was embolized in the right renal vein, and another filter limb extending in an upward position. Approximately seven months following the filter retrieval attempt; two detached limbs were identified in the right ventricle. There was no report if the filter or detached limbs were retrieved. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately four years eight months post prophylactic vena cava filter deployment, diagnostic imaging performed for abdominal pain demonstrated a detached filter limb in the right renal vein and possibly a second detached filter limb adjacent to the filter. Approximately one month later, a filter retrieval procedure was performed. The filter and detached limb in the right renal vein were successfully retrieved with a snare. A completion venacavagram demonstrated no evidence of perforation or abnormality at the ivc. The patient was taken to recovery in stable condition. During a follow-up appointment, the patient¿s pain had improved; however, there appeared to be two filter limbs that did not come out with the filter. The patient was asymptomatic; therefore, the physician did not recommend any further treatment. Approximately six months post filter retrieval, diagnostic imaging demonstrated a linear structure along the wall of the right ventricle. Approximately ten months post filter retrieval, the linear structure was seen unchanged in position. No additional information was provided in the medical records received. It was reported through the litigation process that a vena cava filter was placed in a patient subarachnoid hemorrhage while on coumadin. At some time post filter deployment, it was alleged embolization to the right renal vein with another limb extending in the upward direction. Two filter limbs remained after removal which migrated to the heart and lodged in the right ventricle. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient presented with intracranial hemorrhage and was at risk for recurrent thrombophlebitis and embolism; therefore, a vena cava filter was indicated. Access was gained into the right femoral vein percutaneously and a venacavagram demonstrated the course, caliber and contour of the ivc to be within normal limits. The confluence of the iliac veins and the origins of the renal veins were identified. The ivc measured less than 2.0 cm in diameter. There was no ivc thrombus, stenosis or further contour abnormalities. The filter was deployed below the renal veins and a final contrast study demonstrated excellent positioning of the filter in the ivc. Hemostasis was achieved at the puncture site with digital pressure and a small dressing. Approximately four years eight months post filter deployment, a CT scan performed for abdominal pain demonstrated an infrarenal filter with two detached limbs. One filter limb was seen in the right renal vein, that the physician felt could be the source of the patient¿s pain. The other filter limb was seen adjacent to the superior aspect of the filter. No distention or surrounding inflammatory changes were seen involving the right renal vein. 13 days later, a review of a previous kub and CT scan demonstrated at least one filter limb facing the wrong way and one filter limb completely detached off lying in the renal vein. The physician recommended removal of the filter. Eight days later, a filter retrieval procedure was performed. The right internal jugular vein was accessed using a micropuncture technique and a guidewire was advanced into the ivc. The tract was dilated and the removal sheath was inserted down to the ivc. A venacavagram demonstrated no evidence of thrombus within the filter. A snare grasped the filter hook and the filter was retracted into the sheath without difficulty and removed. Completion venacavagram demonstrated no evidence of perforation or abnormality at the ivc. The sheath was pulled back where the right renal vein could be visualized and a 5 mm snare with angled glide catheter was navigated down into the distal renal vein and removed the detached limb without difficulty. The sheath was removed and the access site was closed with a stitch and pressure was applied. The patient was taken to day surgery in stable condition. 18 days post filter retrieval, the patient presented for a follow-up appointment. The patient¿s pain had improved; however, there appeared to be two filter limbs that did not come out with the filter. The patient was asymptomatic; therefore, the physician did not recommend any further treatment. Approximately five and a half months post filter retrieval, a CT scan demonstrated two metallic struts from an ivc filter localized to the medial/septal wall of the right ventricle. Approximately six months post filter retrieval, an echocardiogram demonstrated a linear hyperechoic structure measuring 2.8 cm in the ventricular septum on the right ventricular side. Approximately ten months post filter retrieval, an echocardiogram demonstrated the linear structure unchanged in position. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years and eight months post deployment, a CT scan allegedly demonstrated two detached limbs. One limb was found in the right renal vein and the second limb was adjacent to the superior aspect of the filter. Approximately three weeks later, a retrieval procedure was performed. The filter and detached limb in the right renal vein were retrieved successfully. Allegedly two detached limbs remained in the patient. The physician did not recommend any further treatment during a follow-up appointment as the patient was reportedly asymptomatic after the filter and detached limb in the renal vein were removed. Approximately five and a half months after filter retrieval, a CT scan allegedly demonstrated two metallic struts from the ivc filter in the right ventricle. Approximately six months after retrieval, an echocardiogram demonstrated a linear hyperechoic structure in the ventricular septum on the right ventricular side. Based on the medical record review, limb detachment can be confirmed. The investigation is unconfirmed for material deformation as the filter limb extending in an upward position was detached, not deformed. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.